Manufacturer narrative:
Other relevant device(s) are: micra, mc1vr01-delsys / expiration date: 14-mar-2020 / serial#: (B)(4); device available for eval: no; dev rtn to MFR? No; mfg date: 20-sep-2018; labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) high thresholds, no capture and intermittent pacing failure were observed. Retrieval and repositioning was attempted but the device could not be freed from the myocardium even when being pulled significantly. A snare was then used to attempt to retrieve the device but the issue persisted. The patient began to experience a decrease in blood pressure as well as intermittent premature ventricular contractions and retrieval was abandoned. The leadless ipg delivery system was removed. The leadless ipg remains implanted in the patient and was replaced. No further patient complications have been reported as a result of this event.